Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an alert that the device was in back-up vvi mode. A device download was successfully performed to restore the device. Patient's condition was stable.